Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads from the same lot. It was reported the patient had stopped receiving effective stimulation. An impedance check revealed high impedance. Reprogramming was tried to provide resolution to no avail. As a result, the patient's leads were explanted and replaced. The patient's ipg was also electively explanted and replaced (with a different model). Effective therapy was restored post-op.